Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Additional information was requested and the following was obtained: please provide procedure date: no further information is available. Please provide lot number: no further information is available. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? After the operation, a thread cut occurred in the center of the wound. Did the suture broke? Yes. Did the fixation tab broke? No further information is available. Was there any medical or surgical intervention performed to treat the wound dehiscence (re-operation; re-suturing; prescription steroids; antibiotics prescribed)? Wound dehiscence repair was performed. What is the most current patient health status and condition? =>there is no problem with the patient's condition after repair surgery. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a spinal procedure on an unknown and barbed suture was used. Post-operatively, it was reported that after a spinal surgery in which the suture was used on the cervical vertebra by continuous suturing, wound dehiscence occurred. The surgeon commented that the cause was probably not the product issue but rather the suture by a young surgeon. At the time of dehiscence repair, it is unknown if there was a tab. When tension was applied, the wound loosened, making it easier to open. Additional information was requested.